Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2016 that on (B)(6) 2016, the receiver displayed an error message for transmitter failure. No additional patient or event information is available. The device data log was provided by the patient. The data was reviewed on 08/31/2016 and did not confirm the reported event of receiver error message for transmitter failure. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/25/2016 that on (B)(6) 2016, the receiver displayed an error message for transmitter failure. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the and there was no failure detected. A review of the downloaded receiver log did not find any errors related to the customer complaint. The reported event of a an intermittent vibration was not confirmed. A root cause could not be determined.